Event description:
Facility reported: "there was an incident with a 7.5 intermediate et tube with the eye. Dr was doing a broncho thru the trach and scope got stuck and would not come out. Pt started to desaturate and dr started cutting off pieces of scope to get it out. They decided to remove the tube and had to re-intubate the patient."